Event description:
Integra's distributor reported that two t-handle quick coupling instruments for the qwix lower extremity fixation instrument set were returned to them and were found to have a complete breakage in the middle of the blue 'plastic' handle. Integra has requested additional clinical info to determine if this occurred during a surgical procedure. No additional info is available to date.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.